Event description:
It was reported through a generator replacement referral form that the patient experienced an increase in seizure frequency and severity prior to his referral. No comment was made in regards to the cause of the increase in seizure frequency or seizure severity. No additional pertinent information has been received to date.

Event description:
Follow up with the treating physician showed that the physician attributes the increase in seizures to loss of battery life. Diagnostics results were within normal limits. The physician also expressed that the patient's seizure rate was still below pre-vns baseline levels. The patient's generator replacement surgery occurred on (B)(6) 2016. The battery status was demonstrated to be ifi=yes, which was previously not known to the manufacturer. The explanted device has not been returned to the manufacturer to date.

Event description:
It was reported that the generator was discarded following explant. No additional pertinent information has been received to date.